Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. No calibration anomaly noted. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion test, prime test, excessive no delivery test and self test. The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input notes. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer originally called about a calibration error, but mentioned keypad issues. She said that she programmed a bolus delivery and the up arrow became stuck. The numbers began scrolling on their own. The device only alarmed calibration error. Customer's blood glucose is 312 mg/dl. She has treated with manual injection. The keypad was not exposed to moisture. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. She declined trouble shooting for high blood glucose levels because the device is already being returned. Nothing further reported.